Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was received for evaluation. A visual inspection was performed, and loose rings within the inner tray were observed. Fucntional testing was performed, and no malfunctions were observed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned 3.0mm coupler, loose rings within the inner tray were observed. No additional information is available.